Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged differences between sensor glucose and blood glucose levels. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was performed and the customer states that the insulin delivery was suspended due to the differences between sensor glucose and blood glucose levels. The difference between sensor glucose and blood glucose was not within the target range. The customer did not take any of the medication, such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). It was reported that customer blood glucose (bg) was 8 mmol/l and the sensor glucose (sg) value was 5 mmol/l at the time of the incident. The difference between sensor glucose and blood glucose values was greater than 30%. The customer was explained that the sensor might no longer be responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. No product return is required for unk_ngp.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unknown ngp to mmt-1885 as per new additional information. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b, d3, d4 - updated product material details. 3. Section h11 - added verbiage for devices that are not sold in the u.s. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) changed to mmt-1885.